Event description:
As reported, device is compressing at varying rates and delivering a compression after turning device to off position.

Manufacturer narrative:
At this time, hospital has not released unit for return for evaluation. Follow-up will be submitted once evaluation of unit has taken place.